Event description:
The patient was revised due to wound debridement, poly insert was exchanged.

Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported manufacturing lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusion about the root cause of the reported device event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.